Event description:
It was reported that the patient faced six events where infusion sets were not stick on 04 may 2026 which probably caused by sweating, and active livestyle of young boy.

Manufacturer narrative:
MDR . / initial 2 of 6. E1: name: (B)(6). E1: patient city: (B)(6) patient country: austria. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.